Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2267 during the dwell stage, where the supply bag dropped and became loose. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. The guide provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2267 (air in set/line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell one of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the supply bag fell over while the patient was sleeping, though it did not disconnect, just loosened. There was no patient injury or medical intervention in association with this report. No additional information is available.